Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence, and gastrointestinal/pelvic floor therapy. It was reported that the patient said that since being implanted last august they had experienced tooth shocks/aches that started every few months, then every few weeks, etc. They had a silver crown over the tooth that was being shocked and believes the ins therapy contributed to the pain. The silver crown was removed/replaced this past (B)(6) 2020, and since then, the patient had experienced mild pain.